Event description:
Caller reported a shattered touchscreen on the pump, making it unresponsive and illegible. There was no impact on the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.